Manufacturer narrative:
(B)(4).

Event description:
It was originally reported that the patient experienced a loss of therapeutic effect and no stimulation sensation while the stimulation was turned on. The programmer indicated that the ins had discharged. He was at home in good condition. The health care provider confirmed that the recharger contributed to this event. The patient experienced no stimulation and new pain. It was red at the incision site. The patient developed a superficial skin infection and an antibiotic was administered for it on (B)(6) 2009. The device was reprogrammed on (B)(6) 2009 and stimulation coverage was the result. The patient recovered without sequela.